Event description:
It was reported that there was no capture at maximum output in the ventricle. However at a later date there was capture of 6.0v at 1.5ms and 7.5v at 0.34ms. It appears there is a perforation however at the present time there is some capture. The physician is deciding when to reposition the lead. The devise is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.